Event description:
The customer reported that they were unable to acquire a pads ECG waveform during a cardiac arrest. The involved pt died but the customer has stated that the device behavior did not impact the pt outcome. They monitored the pt via leads ECG. The pt had an unwitnessed cardiac arrest and was asystolic during the event. There was no delay in treatment and the rhythm was not shockable.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.